Event description:
It was reported that during a prostate procedure @ 176,208 joules and 23 minutes of use, "cap came off-two thirds of the way through the procedure" was observed. The fiber tip (cap) was not cleaned during the procedure. The customer isn't sure "if cap came off in patient or when the fiber was being withdrawn down the scope". "Cap hasn't been seen". The procedure was completed using a second fiber. There was "no injury to patient" reported.

Manufacturer narrative:
Serial# corrected. (B)(4). Device evaluated by MFR updated. Evaluation codes added. Product evaluation: failure analysis for (B)(6): the fiber cap is attached; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; fiber ID label missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber cap detached" could not be confirmed; fiber cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.